Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a colon procedure, the device anvil pin was dislodged. Another like device was used to complete the procedure. There were no adverse consequences to the patient. The device is not available for returned.